Event description:
I was implanted with the essure product in my doctor's office in 2009. The first coil was placed with minimal pain and no problems. The second coil placement caused excruciating pain. I was crying and asking the doctor to stop what he was doing. He responded that he was having a hard time placing it and was almost done. From the moment it started hurting, it never stopped. He gave me pain pills and sent me home. For the next few months, I continue to have a lot of pain on my lower left side to the point where I was near tears almost everyday. I finally persuaded the doctor that I couldn't take it anymore and that he would anymore and that he would need to remove them. He agreed to remove them and do a tubal ligation, however, he ended up taking out my left fallopian tube altogether and then clamping the right one and leaving the coil in the right one. Once I healed, the pain on my left side was immediately lessened and now only hurts occasionally. The right side has never hurt, but I feel that since that time, I have struggled with many difference in my health including utter exhaustion, almost constant headaches and an overall feeling of ill health. I also had to have a dnc and an ablation since placement of the coils. I feel as if all my woman parts have been ravaged since this procedure.